Event description:
It was reported there was a serious programmer problem. Followup indicates the company representative turned the programmer off and then back on and it showed the same malfunction message on the screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lem (link electronic module) printed circuit board assembly found out of electrical specification. (B)(4).